Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported a loss of therapy and return of symptoms. The patient pulled her refrigerator and stove while cleaning her kitchen the day prior to the report. Then the patient went to work about 4 hours later and her back was hurting her. The patient currently had the device off. When the device was on, the patient felt stimulation. The patient had taken a muscle relaxer and the pain went down a little, but the patient still felt some pain. The patient did not have this pain before she did the cleaning. Patient services reviewed to follow-up with the healthcare provider (hcp) if increasing stimulation or switching programs did not help because this happened after she did the pulling and cleaning in the kitchen. Relevant medical history included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.